Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 38 for ¿insulin, consecutive stalled motor,¿ persisted after multiple restarts, and the device was subsequently shut down and replaced per standard support guidance, with instructions provided on data syncing, return processes, and continued cgm use. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the ilet and return of the original device. Investigation included a customer interview and review of device use history as relayed by the user. Investigation of the returned device revealed a suspected pump motor stall malfunction consistent with the reported alarm, with no contributory user error identified. It was concluded, based on previously established findings for similar reports, that the cause was an operational device malfunction of the pump drive system.